Event description:
The customer reported cutting trigger did not operate, but the blade extended automatically and performed a cut during an unspecified therapeutic procedure involving an Olympus Powerseal. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.